Event description:
Philips received a complaint by the customer reporting the tidal volume on a v200 ventilator was not functioning as expected. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported.

Manufacturer narrative:
Initial reporter name and address: (B)(4).

Manufacturer narrative:
Per the source system, this case was closed with no service action. The customer was not covered under any entitlement, nor approval. The case was voided. No further information regarding correction or final disposition of unit is available. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.